Event description:
It was reported that the pump was not accepting cartridges at times and would reject them until it eventually accepted one. There was no reported impact to the customer¿s blood glucose level. The customer's mother did not request further follow-up, and no additional corrective actions were taken as the customer is out of warranty and in the process of renewal.